Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735825ent, serial/lot #: 1600768220, ubd: , UDI#: h3, h6: a medtronic representative went to the site to test the equipment. The instrument interface was replaced and the system perf ormed as intended. Codes b01, c07, and d02 are applicable. H3, h6: the instrument interface, product ID: 9735825ent, was returned to medtronic for analysis. Through testing, the complaint was verified. The returned interface's cable was torn with exposed wires. Despite the damage, the interface was fully functional. Codes b01, c0204, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the cable on the instrument interface was damaged/split. There was no patient involvement.